Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 37-year-old female patient who had essure (batch no. 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud. Concurrent conditions included dysuria. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2011, nsaids since 2010 and paracetamol (acetaminophen) since 2010. In 2010, the patient experienced urinary tract infection ("chronic uti/infection (bladder/urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal candidiasis ("vaginal candidiasis/vaginal infection"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and stress urinary incontinence ("urinary stress incontinence"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), fungal infection ("yeast infections"), abdominal pain ("abdominal area pain") and back pain ("lower back area pain"). The patient was treated with escitalopram oxalate (lexapro) and surgery (underwent a removal and bilateral tubal ligation on (B)(6) 2013 due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal candidiasis, anxiety and depression had not resolved and the menstrual disorder, fungal infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, dysmenorrhoea, stress urinary incontinence, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: (B)(6) 2010 essure procedure performed per protocol unable to cannulate patient¿s left tube, had an essure procedure but I was unable to insert one of the implants. Patient has decided to let her husband have a vasectomy instead of completing the procedure. Trailing coils: right 4. She is currently planning for essure removal diagnostic results: no essure confirmation test conducted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- migraines / headaches, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), urinary stress incontinence, abdominal area pain and lower back area pain. Event verbatim was updated as vaginal candidiasis/vaginal infection. Onset date of event pelvic pain, depression and anxiety were updated. Treatment and concomitant drugs added. Plaintiff aka name added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), the first episode of urinary tract infection ("chronic uti"), fungal infection ("yeast infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal candidiasis ("vaginal candidiasis"). The patient was treated with surgery (underwent a removal and bilateral tubal ligation due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, fungal infection, vaginal haemorrhage, menorrhagia, the last episode of urinary tract infection and vulvovaginal candidiasis outcome was unknown. The reporter considered fungal infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal candidiasis, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: (B)(6) 2010 essure procedure performed per protocol unable to cannulate patient¿s left tube, had an essure procedure but I was unable to insert one of the implants. Patient has decided to let her husband have a vasectomy instead of completing the procedure.trailing coils: right 4. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received:reporters added and updated patient demographics. Added lot number. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, vaginal candidiasis and pain. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud. Concurrent conditions included dysuria. Concomitant products included nsaid's since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), the first episode of urinary tract infection ("chronic uti"), fungal infection ("yeast infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal candidiasis ("vaginal candidiasis"). The patient was treated with surgery (underwent a removal and bilateral tubal ligation on (B)(6) 13 due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, fungal infection, vaginal haemorrhage, menorrhagia, the last episode of urinary tract infection and vulvovaginal candidiasis outcome was unknown. The reporter considered fungal infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal candidiasis, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: (B)(6) 2010 essure procedure performed per protocol unable to cannulate patient¿s left tube, had an essure procedure but I was unable to insert one of the implants. Patient has decided to let her husband have a vasectomy instead of completing the procedure. Trailing coils: right 4. Diagnostic results: no essure confirmation test conducted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint) update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud. Concurrent conditions included dysuria. Concomitant products included nsaid's since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), the first episode of urinary tract infection ("chronic uti"), fungal infection ("yeast infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal candidiasis ("vaginal candidiasis"). The patient was treated with surgery (underwent a removal and bilateral tubal ligation on (B)(6) 2022 due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, fungal infection, vaginal haemorrhage, menorrhagia, the last episode of urinary tract infection and vulvovaginal candidiasis outcome was unknown. The reporter considered fungal infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal candidiasis, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: (B)(6) 2010 essure procedure performed per protocol unable to cannulate patient¿s left tube, had an essure procedure but I was unable to insert one of the implants. Patient has decided to let her husband have a vasectomy instead of completing the procedure.trailing coils: right 4. Diagnostic results: no essure confirmation test conducted most recent follow-up information incorporated above includes: on 1-jun-2018: case correction: follow-up receipt date changed from 14-may-2018 to 11-may-2018. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 50512917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud. Concurrent conditions included dysuria. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2011, nsaids since 2010 and paracetamol (acetaminophen) since 2010. In 2010, the patient experienced urinary tract infection ("chronic uti/infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal candidiasis ("vaginal candidiasis / vaginal infection / candidal vaginosis"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and stress urinary incontinence ("urinary stress incontinence"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), fungal infection ("yeast infections"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication-yes"). The patient was treated with escitalopram oxalate (lexapro) and surgery (underwent a removal and bilateral tubal ligation on 22-jan-13 due to complications from the essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage and metrorrhagia had resolved, the menstrual disorder, fungal infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, stress urinary incontinence, abdominal pain, back pain and post procedural complication outcome was unknown and the urinary tract infection, vulvovaginal candidiasis, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, stress urinary incontinence, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: (B)(6) 2010 essure procedure performed per protocol unable to cannulate patient¿s left tube, had an essure procedure but I was unable to insert one of the implants. Patient has decided to let her husband have a vasectomy instead of completing the procedure.trailing coils: right 4. She is currently planning for essure removal. Diagnostic results: no essure confirmation test conducted . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- general abnormal bleeding, metrorrhagia, post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud. Concurrent conditions included dysuria. Concomitant products included nsaid's since 2010 and paracetamol (acetaminophen) since 2010. In 2010, the patient experienced urinary tract infection ("chronic uti/infection (bladder/urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal candidiasis ("vaginal candidiasis"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation") and fungal infection ("yeast infections"). The patient was treated with surgery (underwent a removal and bilateral tubal ligation on (B)(6) 2013 due to complications from the essure). Essure treatment was not changed. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal candidiasis, anxiety and depression had not resolved and the menstrual disorder, fungal infection, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, fungal infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: (B)(6) 2010 essure procedure performed per protocol unable to cannulate patient¿s left tube, had an essure procedure but I was unable to insert one of the implants. Patient has decided to let her husband have a vasectomy instead of completing the procedure.trailing coils: right 4. She is currently planning for essure removal. Diagnostic results: no essure confirmation test conducted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received: event psychological or psychiatric problems condition: depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 50512917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud. Concurrent conditions included dysuria. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2011, nsaids since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced urinary tract infection ("chronic uti/infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal candidiasis ("vaginal candidiasis / vaginal infection / candidal vaginosis"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and stress urinary incontinence ("urinary stress incontinence"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), fungal infection ("yeast infections"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication-yes"). The patient was treated with escitalopram oxalate (lexapro) and surgery (underwent a removal and bilateral tubal ligation on (B)(6) 2013 due to complications from the essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage and metrorrhagia had resolved, the menstrual disorder, fungal infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, stress urinary incontinence, abdominal pain, back pain and post procedural complication outcome was unknown and the urinary tract infection, vulvovaginal candidiasis, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, stress urinary incontinence, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: (B)(6) 2010 essure procedure performed per protocol unable to cannulate patient¿s left tube, had an essure procedure but I was unable to insert one of the implants. Patient has decided to let her husband have a vasectomy instead of completing the procedure.trailing coils: right 4. She is currently planning for essure removal she has been treated for pain , bleeding and bladder/urinary problems. Diagnostic results: no essure confirmation test conducted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), urinary tract infection ("chronic uti") and fungal infection ("yeast infections"). The patient was treated with surgery (underwent a removal and bilateral tubal ligation due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection and fungal infection outcome was unknown. The reporter considered fungal infection, menstrual disorder, pelvic pain and urinary tract infection to be related to essure. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.